Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked where the cartridge tubing connected to the cartridge. Reportedly, the customer pulled on the cartridge tubing and the cartridge tubing separated from the cartridge. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was approximately 350 mg/dl.